Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) advised the customer to verify instrument performance by performing a system check and fifteen (15) replicate precision run using level one (1) qc material. The customer obtained a failing system check. Cts assisted the customer in inspecting the aspirate probes and associated peristaltic pump tubing. The customer noted the peristaltic pump tubing was constricted. Cts assisted the customer in replacing the peristaltic pump tubing. The customer primed the system and performed a passing system check, access accutni+3 calibration and access accutni+3 precision run. In conclusion, the cause of the non-reproducible access accutni+3 results was due to a hardware malfunction. The constricted peristaltic pump tubing was allowing for inefficient evacuation of fluid from the reaction vessels leading to inefficient washing. (B)(4). All mdrs associated with this report: mdr2122870-2015-00654, mdr2122870-2015-00655.

Event description:
The customer reported non-reproducible, elevated troponin I (access accutni+3) results for nineteen (19) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). This report addresses the access accutni+3 results for four (4) patients obtained on (B)(6) 2015. Mdr2122870-2015-0000654 addresses the access accutni+3 results for fifteen (15) patients obtained on (B)(6) 2015. The customer repeat tested all of the patient samples on an alternate access 2 immunoassay system (serial number (B)(4)) and obtained lower results, within the normal reference range of the assay. The results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Access accutni+3 quality control (qc) recovery was outside of the laboratory's established ranges. The customer obtained a failing system check and failing access accutni+3 calibration after the reported event. Samples are collected in lithium heparin plasma tubes with gel. Samples are centrifuged at 4000 revolutions per minute (rpm) for six (6) minutes at room temperature. No sample integrity issues were noted.